Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 213-300 (mg/dl) with trace ketones. Reportedly, the customer's settings had not been adequately set for the customer's therapy. To address the bg level, the customer delivered a correction bolus. The customer consulted with health care provider and successfully changed the settings on the pump which stabilized the customer's bg level.